Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.